Manufacturer narrative:
Age at time of event: <(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, stent deformation occurred. Vascular access was obtained utilizing a retrograde approach. The chronic totally occluded target lesion was located in a "very" tortuous and calcified right coronary artery (rca). The mid and distal rca was stented with 2 unspecified stents and a 4.00x24mm promus element plus drug-eluting stent was implanted to treat the proximal rca towards the ostium. Upon injection, it was realized that the distal rca had a residual lesion that needed angioplasty. A 2.5x30mm emerge mr balloon catheter was advanced however, "it did not want to make the first turn around the first stent" and was pushed very hard to get the balloon to cross. It appeared that some of the proximal portion of the stent "moved", but the balloon was able to cross the stent and dilated the distal rca. Upon angiographic follow-up, there was no lumen loss and no further angioplasty was needed and flow was timi 3. No patient complications were reported and the patient's status was fine.